Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of this date, this system remains implanted and in service. When additional information becomes available, this event will be updated.

Event description:
Subsequently, a follow up visit was performed. Interrogation did not reveal any abnormal findings. A decision was made to further monitor this system remotely.

Event description:
Boston scientific received information that remote monitoring of this implantable cardioverter defibrillator (ICD) and right ventricular lead displayed high out of range shock impedance measurements. This information has been provided to the physician for his review. No adverse patient effects were reported.